Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject devices exhibited the following : no image, the forceps cover was missing adhesive, the pink probe was cut, one screw was missing glue, and the bending section cover glue was cracked. There was no patient involvement.